Event description:
The customer called and reported that her blood glucose was 400 mg/dl and she received lost sensor alarms. The customer had received a new transmitter and the wrong ID was programmed into the customer's insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.